Manufacturer narrative:
Investigation summary bd received a video for investigation. The evaluation of the video does show sleeve leakage; however, tube push off is not seen in the video provided. An evaluation was conducted using 10 retained samples, each with 6 tubes, which showed no leakage or tube push off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, sleeve leakage was observed, and the tubes were pushing off of the needle of an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® precisionglide¿ multiple sample needle, sleeve leakage was observed, and the tubes were pushing off of the needle of an unspecified number of units. No adverse impact was reported regarding the patient or user.